Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not working with an attachment device. There were no delays to the surgical procedure as an identical spared device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loud noise and vibration, which would not allow any attachment device to work properly. It was determined that these issues were due to a worn out motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device being worn from excessive force, which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.